Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use and misuse and health hazard evaluation. Complaint history trending was performed for the problem code "hr-allergic symptoms"; "odor/smells"; "mechanical failure" and "cycle canceled". The trending for each failure mode did not reveal any significant trend. A batch record review could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) for cidex plus 28 day solution was reviewed for human exposure. The risk priority number (rpn) is below the threshold of (B)(4). The shuma (system hazard use and misuse) for cidex plus 28 day solution was assessed as low as reasonably practicable. The hhe (health hazard evaluation) for cidex® plus 28 day solution was reviewed for similar issues and the hazard/risk index is low. No lot number was provided for retain testing, and no product was returned for investigation. From the information provided, the most likely assignable cause of this complaint file is inadequate ventilation. Per the IFU, glutaraldehyde may cause asthma and may aggravate pre-existing asthma. Proper ppe such as gloves, eye protection, mask and gowns should be worn when working with cidex plus. A letter summarizing the investigation was sent to the affiliate.

Manufacturer narrative:
In the event additional information is received a follow up supplemental medwatch report will be submitted.

Event description:
A healthcare worker (hcw) with a medical history of asthma has alleged redness and swelling of the face after her first exposure to cidex plus 28-day solution on (B)(6) 2012. While disinfecting the urology cystoscopes, the aer had an error and stopped. The room "reeked" of gluteraldehyde. The hcw was not wearing ppe. She did not seek medical attention or receive any treatment. The symptoms were in remission by the next morning. The hcw recovered from the symptoms by the time the sales representative visited the facility on (B)(6) 2012. The hcw was reassigned to another department. It was also reported that the hcw was told by the pharmacist that her symptom was related to her previous history of asthma and was seen as an anaphylaxis event. The aer was used in the endoscopy room for 6 years and was recently moved to the urology department. The endoscopy room used disopa to disinfect. The urology department changed to cidex plus 28. The event occurred when the aer was used in the urology department for the first time. The company rep stated that "changing disinfectant in the aer has a tendency to cause the error". It was reported that "no one in the room realized the error for about 20 minutes, meanwhile the room became full with the smells of the solution". There was no smell in the room prior to the aer error. There is a ventilation system in the room; however, it is unknown how well the ventilation system functions or the number of air exchanges per hour, additionally the window beside the aer was opened about 10 centimeters. The scopes that were being processed at the time of the event were reprocessed with the aer when it was restarted. The scopes were not released or used on patients. There was no harm or injury to any patient due to the aer error. The aer was serviced replacing the "sensor attachment hose" because it was dirty. There have been no errors reported with the aer since this event.